Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient experiencing acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and next post implant the patient developed oozing at the access site. The site was angle matched, pressure was applied, heparin was withheld, and two units of blood were transfused to manage the condition. Support with the implanted pump was maintained. Further, it was noted the patient was in multi system organ failure, shock liver and acute kidney injury, and continued to be very vasoplegic. Care was withdrawn by the family, and the patient expired. Medical safey review was completed and noted there is not enough information to associate use of the device with the patient's demise.

Manufacturer narrative:
The investigation for access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was most likely patient condition. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12705: h.6 code 4755 was reported incorrectly. New code was added to component code.